Event description:
It was reported that a 49-year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation occurred within twenty-four hours of implant. Device replacement with a new mentor saline prosthesis was performed on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2024 mentor became aware that these devices were involved in a subsequent event reported under 1645337-2024-01528 and 1645337-2024-01527. Manufacturer¿s reference number: (B)(4) on april 18, 2024 mentor became aware that it erroneously stated that their was off label use of these devices. There was no off label use. The physician simply used the devices in a manner contraindicated by the instructions for use.

Event description:
It was reported that a 49-year-old female who underwent breast augmentation revision with mentor smooth round moderate plus profile 800cc saline prostheses experienced suspected right sided deflation and left sided edema post procedure. These devices were implanted on (B)(6) 2023, the device issues were noted within twenty-four hours, and reoperation was performed on (B)(6) 2023. During reoperation the devices were removed and found to be intact. The difference in size was thought to be caused by a difference in swelling of the breasts rather than deflation. The amount of saline in the devices was altered and placed back in the patient. Reuse of the devices in this manner is contraindicated.

Manufacturer narrative:
Additionally information was received on march 23, 2023. The device problem originally thought to be a right sided deflation, was clarified to be left sided edema and right sided asymmetric appearance followed by reuse of the devices in an additional surgery. The event details have been clarified in b5. This report relates to the right prosthesis. See 1645337-2023-04400 for contralateral prosthesis report. Reason for device explant and/or reoperation: asymmetric appearance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old female who underwent breast augmentation revision with mentor smooth round moderate plus profile 800cc saline prostheses experienced suspected right sided deflation and left sided edema post procedure. These devices were implanted on (B)(6) 2023, the device issues were noted within twenty-four hours, and reoperation was performed on (B)(6) 2023. During reoperation the devices were removed and found to be intact. The difference in size was thought to be caused by a difference in swelling of the breasts rather than deflation. The amount of saline in the devices was altered and placed back in the patient. Reuse of the devices in this manner is contraindicated, and thus considered off label.